Manufacturer narrative:
Initial and final MDR (B)(4) - device 3 of 3.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced three adhesive issues between (B)(6) 2024. He reported that infusion sets fell off during use. One sets was used for about 24 hours and other two were used for just a few hours. Blood glucose levels were between 300-400 mg/dl at the time of event. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.